Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation

Event description:
Medtronic received information that, while outside of procedure, the green navlock tracker was not tracking accurately. There was no patient present at the time of the issue.